Event description:
The device was explanted on may 16,1997, no problem had been reported to ventritex headquarters, and co believed that the ICD had been explanted in response to recall z-232-7. During a recent audit of the file, however, co noted that the crystal oscillator may have failed. Co called the clinic to ask if such a failure had been observed. The clinic reviewed the pt's record and found a statement "ICD component failure" but they could not specify which component had failed nor the symptoms of failure. Ventritex has not received the device and has not had an opportunity to perform a full failure investigation. Co has, however, reviewed the programmer files for this device and have confirmed that a crystal failure occurred. But the crystal failure appears to be unrelated to the issue for which recall z-232-7 was implemented. Co has concluded that this event is not covered by the recall and are consequently now reporting it.